Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was displaying an ¿error 1¿ message. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged error message began to appear at an unspecified date and time in (B)(6) 2017. The patient manages his diabetes with oral medication (metformin), diet and exercise. The patient denied taking any action regarding his usual diabetes management due to the alleged error messages appearing. The patient denied developing any symptoms as a result of the alleged issue however claimed that on (B)(6) 2017 he was hospitalized and received unspecified treatment. The patient claimed his blood glucose was tested on the hospital meter but was unable to recall the result obtained. At the time of troubleshooting, the csr noted the subject meter was being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for a possible acute blood glucose excursion after the alleged meter issue began. There is insufficient information to rule out the contribution of the subject meter to the event.